Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer had correctly entered desired extended bolus however control iq pump software still was operating in the background and as a result the customer¿s blood glucose level decreased. Tandem technical support confirmed the pump was operating as intended and customer continued to use the pump for insulin therapy.